Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation at 15 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).